Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right vessel below the knee. After a guidewire and a micro catheter was crossed, a 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilation. However, during first inflation at 2 atmospheres, the balloon rupture. The procedure was completed with a different device. There were no patient complications nor injuries reported.